Event description:
The customer stated that his breeze2 readings had been higher than usual. While troubleshooting, he performed control tests and received results of 186 and 188 mg/dl. The normal control range was 90-123 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.